Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed multiple battery related alarms. Customer's blood glucose was 75 mg/dl. Device alarmed off no power alarm in less than 24 hours after the low battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. No unexpected battery out limit, failed battery, unexpected battery power loss or low battery anomaly noted. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.